Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical products: medical product: act artic e1 hip brg 28x46 mm, catalog #: ep-200152, lot #: 271120. Medical product: cer option type 1 tpr sleeve -3, catalog #: 650-1065, lot #: 2019090299. Postal code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the head had come off the bearing during reducing after the product was implanted. No further information available.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Report source, foreign - event occurred in japan. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaints database over the last 3 years has found no similar complaints for this item code 650-1055. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of this complaint is considered to be within the severity of the rmr. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the head had come off the bearing during reducing after the product was implanted. No further information available.